Manufacturer narrative:
One open 30g x 5mm autoshield duo sample and three photos were returned from an unknown lot. No., cat. No. (B)(4). Visual examination and activation testing was carried out on the returned sample and photos and no issues were observed. A DHR review cannot be carried out as the lot number is unknown. No issues were observed with the returned sample or photos therefore no root cause could be determined.

Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a bd autoshield¿ duo safety pen needle 30g x 5mm malfunctioned after use as the safety device failed. The nurse moved to the nurse station to dispose of the needle, where the needle stick injury occurred. Nurse confirmed blood on the glove. Standard protocol for needle stick injury was completed by the nurse.